Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dust accumulation on the scope sensor could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a error e300 was coming on the monitor display which was due to dust accumulation on the scope sensor, hit and scratches marks found on front panel, scratches, minor deformation, and dirt deposition found on power switch, minor deformation found on scope-socket, scratches found on top cover, scratches and minor rust found on rear panel and chassis, scratches and hit harks on tank socket and heat spacers and receptacle found ok with all compatible scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
During preparation of an upper gi endoscopy, the front panel leds are continuously glowing and the buttons are functioning. However, there is no indication for on/off on the video system center. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.